Manufacturer narrative:
Follow up information received on 02-aug-2016: legal claim was received; this report is considered legal case from this date forward. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain. According to legal claim received, this case became legal. This event was considered serious due to medical importance and listed according to the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this case, it was reported that since the placement of essure, she started experiencing this event. A hysterectomy with removal of the coils, tubes, uterus and cervix was scheduled. Based on the event's nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention will be required. Additionally, another serious event and non-serious events were reported. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further information will be obtained through litigation process.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2015-n-2781-0530, awareness date 14-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2014.since the placement of the essure, her quality of life has decreased dramatically. Her daughter and husband suffer greatly from the constant fatigue and pain in her life. She cannot even sit on the floor with her daughter and play a board game without being in excruciating pain. She had to quit a graduate program because she was unable to focus on her schoolwork and find the energy to finish the program. She missed countless days of work bouncing from doctor to doctor, trying to find an answer to her pain. She was scheduled for a hysterectomy in (B)(6) 2015 with removal of the coils, tubes, uterus and cervix. She also had every symptom of lupus, but no blood work to back it up. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain. This event was considered serious due to medical importance and listed according to the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this case, it was reported that since the placement of essure, she started experiencing this event. A hysterectomy with removal of the coils, tubes, uterus and cervix was scheduled. Based on the event's nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention will be required. Additionally, another serious event and non-serious events were reported. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Ptc investigation result was received on 10-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain. This event was considered serious due to medical importance and listed according to the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this case, it was reported that since the placement of essure, she started experiencing this event. A hysterectomy with removal of the coils, tubes, uterus and cervix was scheduled. Based on the event's nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention will be required. Additionally, another serious event and non-serious events were reported. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.